Manufacturer narrative:
This incident occurred in (B)(6) and is being reported to the us, as it is an imported device. The device in question has been in operation in the field for approximately 13 yrs without any reported incidents raised. Arjohuntleigh has conducted tests using a mannequin and a sample device in order to establish if it is likely that inflating a fully deflated nimbus 3 mattress under an immobile pt could contribute to a pt fall (device in question not returned). The mannequin position on the bed was varied and the test repeated three times. The results were the same, i.e. The position of the mannequin remains unchanged under the test conditions. We find therefore that it is very unlikely that inflating the nimbus 3 mattress under an immobile pt could contribute to a pt fall. The mattress unit in question was used by the facility for an additional 2 days after the event occurred. An additional phone call on 05/26/2010 with (B)(6) revealed that the nutritionist's assistant and (B)(6). Both state that the mattress was already fully inflated before the pt fell to the ground. No further investigation is required.

Event description:
Sequence of events according to (B)(6): the client was on a nimbus 3 mattress that was deflated all night; a carer had disconnected the plug from the power the day/night before. This was noticed on (B)(6) about 8:20am by the nutritionist's assistant, and was reported to (B)(6) of the dept. At 8:25am, they plugged it back in so, the mattress would inflate again. Client was lying on her back in the middle of the nimbus 3 mattress, and the bedfences were down; these were not indicated according to (B)(6) because of the immobility of the client (there is no info available about the high/low position of the bed). Client was alone for a while; when they were found at 09:20am by (B)(6), it appeared that they had fallen as they were next to the bed on the floor. Reported to arjohuntleigh (B)(4) that morning.